Manufacturer narrative:
Once the investigation is completed, a follow-up report will be submitted to the FDA with the appropriate manufacturer's codes for - method, results, and conclusion.

Event description:
It was reported that the broken back haptic was noticed upon insertion. The lens was removed and replaced. The incision was enlarged (3.2mm) and 1 suture was placed. Patient outcome and treatment is good.

Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: additional information not available/included in the initial report - findings from the manufacturer's product/complaint investigation, as noted below: the product was not returned for the investigation. Investigation on the lens and injector could not be performed. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From our investigation, we believe this issue is not product related. Additional information not available/included in the initial report - added "company representative". Noted this is follow-up #1. Noted reason for follow-up is "additional information" added manufacturer's codes for: method; results; and, conclusion. Additional information not available/included in the initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation. This event can now be considered closed.